Manufacturer narrative:
Additional information: b5, g3, h2, h3, h11.

Event description:
During an atrial fibrillation procedure, transseptal puncture was unable to be performed with the brk needle resulting in cancellation of the procedure. First a fast-cath sheath and brk needle were used, but were unable to penetrate the atrial septum. After using an electrosurgical unit in conjunction with an agilis sheath for puncture, the atrial septum remained impenetrable. Despite multiple attempts, transseptal puncture could not be performed and the procedure was cancelled. The patient's condition remained stable, and they were safely returned to the ward. The physician stated that the patient's atrial septum is relatively tough and there were no alleged performance issues with any abbott devices.

Event description:
During an atrial fibrillation procedure, transseptal puncture was unable to be performed with the brk needle resulting in cancellation of the procedure. First a fast-cath sheath and brk needle were used but were unable to penetrate the atrial septum. After using an electrosurgical unit in conjunction with an agilis sheath for puncture, the atrial septum remained impenetrable. Despite multiple attempts, transseptal puncture could not be performed and the procedure was cancelled. The patient's condition remained stable, and they were safely returned to the ward.